Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was currently on dialysis and the basal rate setting was set higher. As a result, the customer had experienced intermittent low blood glucose (bg below 54 mg/dl). The customer was currently in the hospital for a kidney disease (not related to pump/supplies) and the hospital staff provided juice, food and glucose tablet to address low bg. Tandem technical support assisted the customer with adjusting the basal rate settings that the healthcare provider recommended.